Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, the patient had fractured extensions that were confirmed visually. Surgical intervention was undertaken wherein both extensions were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.